Event description:
It was reported, during the implant procedure, the implantable cardioverter defibrillator was unable to rescue the patient with thresholds. Therefore, this device was removed, and a competitor's brand ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.